Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported by the patient that they were experiencing increased heart rate symptoms when doing activities after their implantable pulse generator (ipg) was implanted. Follow-up was conducted and no additional information was obtained. The device remains in use. No further patient complications have been reported as a result of this event.